Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an aclr procedure, three biorci screws broke inside the tibial tunnel when being implanted. All the broken pieces were removed from the patient with tweezers and grasper. The procedure was successfully completed without delay using a back-up device in the originally drilled bone hole. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found a screw that appears to have a fracture from the proximal end. There is debris on the device. Per the complaint, no other clinical information will be provided, nor will the devices be returned for evaluations. Based on the information provided, all the broken pieces were removed from the patient with tweezers and a grasper. According to the report, the procedure was completed with a backup device in the original bone hole without a delay. Since there were no complications reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.